Manufacturer narrative:
A mailing container and prepaid label was sent to the reporter for return of the product for investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(6) 2011.

Event description:
When the anesthesiologist went to remove the catheter from the pt's arm, the catheter was not attached. The operating room looked everywhere and was unable to confirm if the catheter portion remained in the pt or fell to the floor.